Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the capture and sensing on the right ventricular lead had increased, potentially due to twiddlers syndrome. No intervention was performed and the patient was stable and will continue to be monitored.